Event description:
Reportedly, a laparoscopic cholecystectomy was performed on this pt in 2001. The artery as well as ductus cysticus were closed with a laproclip 8mm. Fourteen (14) days post-operatively, the pt complained of pain in the right upper abdominal area. Sonographically a subhepatic process was noted. In the next month, a laparotomy was performed. A pseudo-bursa was found at the original operation site. When the pseudo-bursa was opened bile, the fragmented clips and an open ductus cysticus were found. After ligation of the cystic stump and removal of the bursa a drain was placed and the wound closure was performed in layers. Pt status is improved.